Manufacturer narrative:
Correction: this report is a duplicate event and is reported under (B)(4). H3 other text : device not returned for evaluation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump and reservoir were replaced as the patient developed a hematoma. The reservoir moved out of its space and the pump became difficult to manipulate due to the hematoma. It was noted that this patient had his previous ipp implanted in (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump and reservoir were replaced as the patient developed a hematoma. The reservoir moved out of its space and the pump became difficult to manipulate due to the hematoma. It was noted that this patient had his previous ipp implanted in (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.